Event description:
It was reported that the screwdriver continues to rotate in both forward and reverse but doesn't stop working when the button is released.

Manufacturer narrative:
The reported event could be confirmed. Within the visual in-house inspection it was found that the sensor covers, the battery positioning pin and the battery poles are in good condition. Deep pressure marks, scratches and grooves were visible on the housing. The functional in-house test revealed that the qdm did work in reverse direction immediately after assembling a battery pack sample. While pressing the forward sensor the device stopped working according to the specification (- both sensors can not be pressed at the same time). A manual rotation of the driveshaft was possible. The dis/assembling function of the blade receiver is correctly working. For further inspection the device was forwarded to the supplier (material / expanded investigation activities). The returned device was forwarded to the supplier. The result of the investigation performed, indicated that the soldered joint of a sensor wiring for the reverse sensor of the returned qdm, catalog # 62-50101, sn # (B)(4) was dissolved due to insufficient reprocessing. Within the investigation the reported event was reproducible. The supplier confirmed that the qdm did not work as specified. The device was partially disassembled and the supplier stated that one sensor wiring of the reverse sensor was dissolved which led to a marginal connection. This issue resulted in a very instable electrical function as also a high sensitivity for pressure. The root cause of the failure mode is attributed to an insufficient reprocessing. Based on investigation the failure mode (corroded sensor wiring) and the root cause (entry of corrosive liquid - in terms of insufficient cleaning and/or maintenance) can be attributed to a user related handling issue. Indications for a material or manufacturing related issue could not be found in the investigation.

Event description:
It was reported that the screwdriver continues to rotate in both forward and reverse but doesn't stop working when the button is released.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.